Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review showed that there were no issues related to this complaint neither on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause in order to perform a proper investigation, it is necessary to evaluate the sample involved in the incident. The customer complaint cannot be confirmed based only on the information provided in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. If the defective sample becomes available, this investigation will be updated with the evaluation results.

Event description:
The complaint was reported as: the customer alleges that there is a leak between the bag and the mask. There was no consequence to the patient.